Event description:
It was reported that the patient came in for the follow up and the device battery was totally depleted. The battery status was good for months. The device was programmed and there was sudden battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.